Manufacturer narrative:
After the initial attempt to repair the iabp failed, another getinge field service engineer (fse) retrieved the iabp unit from and found the helium to be leaking at a rate of 6 psi per second. The fse discovered that the leak was in the cart, at the gauge, where the helium line connects. The fse replaced the gauge and the line connected to it. The fse also replaced the missing helium tank knob and four screws for the drawer assembly. The iabp unit now passed helium leak check. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It was noted that the customer had exchanged an empty helium bottle with a new helium bottle and the new helium bottle was empty after two days. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and a helium leak in the cart. The fse replaced the high pressure helium regulator, quick disconnect fitting, 3500psi gauge, helium assembly tubing, high pressure union, multiple helium tubing assembly, and relative screws. After the parts were replaced the fse noted that the helium leak improved but suspected that the problem was not completely resolves. The fse believe there was still a slight leak from somewhere inside the cart. The repairs have been escalated and the iabp unit remains out of use. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It was noted that the customer had exchanged an empty helium bottle with a new helium bottle and the new helium bottle was empty after two days. There was no patient involvement, and no adverse event was reported.